Event description:
The facility reports a spinal injury pt was suspended off the bed. After being held up for several minutes, the straps under the buttocks came loose, dropping the pt onto the bed. No injuries were reported.